Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and revealed the following: device imagery: one (1) strut bent observed on the associated valve and one (1) strut protruding through the liner. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for the resistance was confirmed based on review of the provided imagery. Available information suggests that patient factors (tortuosity, undersized vessel) likely contributed to the event as these patient factors were present in the access vessel per imagery review. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non coaxial advancement of the delivery system through the sheath may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The reported event of the liner tear was confirmed based on the provided imagery. Available information suggests that patient factors (tortuosity, undersized vessel) and/or procedural factors (valve caught on sheath, device manipulation) likely contributed to the event as these patient factors were present in the access vessel per imagery review and bent struts were observed to be protruding through the sheath shaft. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Additional device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position, the first 23mm sapien 3 ultra valve was prepared in normal fashion and delivered through the 14 f esheath plus via the right subclavian artery. The valve strut somehow bent and became lodged into the wall of the sheath in the blue portion of the sheath about 3cm from the tip of the sheath. The valve was unable to advance and decision was made to remove everything as a system. A second 23mm sapien 3 ultra valve, 23mm commander delivery system, and 14f esheath plus, were prepared. The second attempt was successful, with a great outcome. No harm was done to the patient. Additional information and pictures were provided, based on the information and the pictures, the valve strut was protruding through the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h11 have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06116.

Manufacturer narrative:
A supplemental MDR is being submitted due to image review findings. Images were received and reviewed. A liner tear was observed.